Event description:
It was reported that approx. 20 months after the implantation, undersensing was noted (low ventricular sensing below 2 mv). The patient is now hospitalized. According to the update of 17-nov-2020, the lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a deformed inner conductor coil next to the is-1 connector pin, which most likely resulted from the extraction procedure due to overrotation of the fixation mechanism. A thorough analysis of the lead did not show any deviations which might have led to the reported low ventricular sensing. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.